Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 411 mg/dl. Customer stated that customer changed the infusion set and blood glucose was 186 mg/dl and blood glucose was increased agter bolus 195 mg/dl. Customer stated before customer ate was the blood glucose was 290 mg/dl at 7:30 and after two and half hour it was 411 mg/dl. Patient's blood glucose at time of incident was 186 mg/dl and current blood glucose was 411 mg/dl. The troubleshooting was declined for high blood glucose level. Customer reports the following symptoms related to their high blood glucose was thirst. The insulin pump will not be returned for analysis.